Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised on (B)(6) 2018 due to the cocr femoral neck suddenly and catastrophically failing, breaking in two pieces at the neck-stem junction. Dr. (B)(6) attempted to remove the neck, removal could not be performed successfully and he aborted the procedure. Two days later on (B)(6) 2018, dr. (B)(6) successfully revised the neck. (Left) (1st revision captured under (B)(4)). 1st revision on (B)(6) 2018. 2nd revision removed neck and the stem on (B)(6) 2018.